Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant products: (left) 400cc mentor memorygel breast implant catalog: 3504004bc lot: 6468402 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 400cc mentor memorygel breast implants, suffered right breast implant rupture, right breast capsular contracture; baker grade ii, and seroma post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 1/10/2020, mentor became aware that the patient had undergone bilateral replacement with the following devices: (right) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9393316 sn: (B)(4) and (left) 450cc mentor memorygel breast implant catalog: 3504504bc lot: 9398502 sn: (B)(4). On 1/16/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4) this medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Mentor became aware that section b 1. Is product problem was left unchecked and section h 6. Device codes was erroneously assigned the incorrect device code (2993) in the initial report sent on 11/4/2019. The correct device code 1546 (material rupture) has been filled. On april 16, 2020, the product investigation was completed. Device investigation summary: during visual inspection, the sample was noticed to be ruptured. Additionally, crease was found in the edges of the rupture. The evaluation determined that the rupture is consistent with a crease fold rupture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor became aware that the following information was erroneously omitted from the initial report: the patient left breast implant "rides slightly inferior and lateral." Left side device will be reported under mrn (B)(4). On (B)(6) 2019, mentor became aware that the patient was scheduled for implant explantation on (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture, late onset seroma, rupture manufacturer¿s reference number: (B)(4).